Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+4.0/120 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to excessive vaulting. A shorter lens was implanted on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn and dried, discolored material on the lens surface. (B)(4).